Manufacturer narrative:
Device was used for treatment, not diagnosis. Lot number was identified upon receipt and inspection of subject device. A product development investigation was performed for the subject device (part number 314.05, cannulated 4.0mm hexagonal screwdriver, lot number a4ef953). A visual inspection, device history record (DHR) review, functional test and drawing review were performed as part of this investigation. The subject device was received with minor marks on the brown handle from routine use and with the distal hex tip broken off as reported. The broken tip was also returned. The DHR review revealed the cannulated hexagonal screwdriver (subject device lot) was from an (B)(4) order #, dated october 26, 1995, for (B)(4) parts. (B)(4) parts were shipped on october 31, 1995, per the (B)(4) operation. The lot was inspected and conformed to the inspection, finished device, document. There were no mrr¿s or ncr¿s associated with this lot. The associated drawing for the subject device was reviewed and is determined to be suitable for the design and related dimensional conformity. On aug 2, 2002, a document change order was implemented that changed the material of the shaft from 440a to custom 465 (465ph). This change was accomplished to increase the yield torque and achieve a more desirable failure mode (hex stripping vs. Hex shear). The returned instrument is used in numerous systems to insert many different screws, including 7.3mm cannulated screws. Proper use and maintenance are addressed in the technique guide. The returned device is multi use and is one of two methods for inserting 7.3mm cannulated screw. The exact cause of the complaint condition is unknown, but it is likely that accumulated wear (19+ years of use) and excessive torque was applied to the instrument, causing the complaint condition. Corrected date of event is (B)(6) 2015. Synthes manufacturing location was identified upon receipt of subject device lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on august 27, 2015. (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a screwdriver broke off during a surgical procedure on (B)(6) 2015. The broken tip was retrieved from the patient. A surgical delay of an unknown amount of time was noted. This report is 1 of 1 for (B)(4).